Manufacturer narrative:
The hill-rom field investigation indicated the brake detent mechanism was cracked and he also found the brake and steer casters worn. The hill-rom field tech stated the casters were worn to the point where add'l force was needed to set the brake. The add'l force required to set the brake contributed to the cracking of the plastic housing of the detent. The affinity svc manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.

Event description:
The facility alleged the brakes would not hold on the bed.